Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t4-l4 to treat degenerative scoliosis. It was reported post-operatively that the fixation was extended to s2/iliac via tlif due to lsc (onset date unknown) approximately 11 months post-op. The day after the extension surgery, rod breakage at th12-l1 was revealed (the concerned rod was implanted at the initial surgery). A revision surgery is scheduled but has not taken place yet. It was also reported that during the extension surgery the wrong system was ordered and the patient was kept under anesthesia while the correct system was brought to the hospital. The patient was under for more than 10 hours to complete the surgery.